Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received several unexpected restart alarms. The customer also reported that they have history check failed alarm, trace check error alarm and compromised force sensor system alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was stored or not in use for extended period of time. The insulin pump will not be returned for analysis.